Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found that the drive wire has separated inside the handle and the hook is broken at the distal end of the device. The broken portion of the distal end of the drive wire and the clip were not included in the return. As a result of missing components, a functional test could not be performed. The drive wire had a bow at the proximal end indicating adequate securing component assembly. The drive wire was removed from the device, visually examined and determined that the drive wire was manufactured correctly. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such s the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Instruction for use states if to permanently deploy clip, pul handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instruction for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of drive this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
On (B)(6) 2013, the following info was provided to cook. During a colonoscopy, a cook instinct endoscopic hemoclip was used. The clip would not close onto the tissue once advanced through the endoscope and into the pt. No section of the device remained inside the pt. A device made by another company was used to complete the procedure. This info did not reasonably suggest a reportable event had occurred. This device was rec'd at cook for evaluation on (B)(6) 2013. Our laboratory evaluation confirmed that the drive wire has disconnected inside the handle and the hook is broken at the distal end of the device. The broken portion of the distal end of the drive wire was not included in the return. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. Initial reporter stated that a section of the device did not remain inside the pt's body; however the location of the missing section detected during our laboratory evaluation is unk. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.